Event description:
This pt made an office visit with the physician here as a new pt from out of state with c/o abdominal pain and hx of 2 yr old lap-band which had been placed by a different physician. The pt has scheduled for an upper gi series with small bowel follow through which showed that the line connecting the gastric band to the port was broken @ both ends. The pt and the physician made the decision to have the whole unit surgically removed. This surgery took place at hosp. This device can be inspected at our risk management office but will not be released to the MFR at this time.